Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period. In addition, thirteen (13) low flow alarms were logged since (B)(6) 2025. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction events. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 694765 & 5076-52 leads implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient with a history of prior strokes was admitted to the hospital due to new onset numbness and tingling in the right leg, with concern for stroke. Neurological dysfunction, specifically tingling and numbness in the right leg, was observed and attributed to neuropathy. During admission, low flow alarms were noted on the vad, which were associated with the patient being very active and not hydrating adequately. Computed tomography (CT) of the head was negative for acute findings, and lower extremity doppler was negative for deep vein thrombosis (dvt). The patient was on therapeutic anticoagulation with an international normalized ratio (inr) of 2-3 and was compliant with therapy. The low flow alarms were resolved after the patient increased fluid intake. The patient was discharged without the need for treatment. The vad remains in use. No further patient complications have been reported as a result of this event.